Manufacturer narrative:
The exact date of the event is unknown. The provided event date 08/20/2019 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Model number/catalog number: sc-2218-70, serial number: (B)(4), batch/lot number: 13721219 / 283613, model/catalog description: linear st lead kit 70 cm. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during the manufacturing.

Event description:
A report was received that the patient was experiencing pain. The patient underwent an explant procedure and was doing well. No further information could be obtained.